Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022 the review of files of this event type was completed. A direct correlation between the heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(4). No product is available for investigation. The hm3 lvas instructions for use (IFU) lists sepsis and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist device. This document also lists infection as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from a neurological dysfunction (stroke) which originated on the right hemisphere while the patient was admitted to the hospital on (B)(6) 2021. The left hemiplegia was observed as a clinical symptom, and a diagnosis of embolism was established through a CT scan. At the time of the event anticoagulant treatment(warfarin) was used as well as heparin as drug therapy. There was also a surgical procedure. The cause of the stroke was due to "complexity of medical management". The relation between product and patient condition is low but cannot be ruled out due to the recovered thrombus being an infectious embolus which is likely to be secondary to the sepsis.